Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
'Planned a cemented hemiarthroplasty for a subacute fracture neck of right femur. Cement application at around 4 minutes from mixing of liquid and powder form. Some cement was injected, then there was difficulty in injection of cement by cement gun during application. Cement gun was retrieved out at around 5 minutes and immediately attempted removal of injected cement. However, the cement in medullary canal of diaphyseal region was set, and cannot be removed. The remaining length of medullary canal was not adequate for femoral stem insertion. The medullary canal was attempted to open up by drilling with 3.2mm drill bit, complicated with broken drill bit inside cement mantle (around 3.5mm in length left inside cement mantle). Attempted removal of broken drill bit, but not successful. X ray confirmed that the broken drill bit was inside the cement mantle. Attempted trial of reduction of hip joint with smallest offset rasp reamer (30mm offset) but not successful, thus decided for girdlestone operation.